Manufacturer narrative:
The user reported a high glucose event. The following example was provided: (B)(6) at 2:00 pm where user's sg was 65 mg/dl and bg was 309 mg/dl. A review of the data management system (dms) showed that at 1:59 pm on the same day, the sg was 66 mg/dl, and no bg entry was recorded. The review confirmed that the user did not receive a high glucose alert at the time of the event because the sg value did not exceed the alert threshold. The bg measurement was taken at the provider's office, and the user received medical treatment. The healthcare provider prescribed mounjaro, and the hcp is aware of the event. In an associated case of sensor inaccuracy, analysis of the dms data revealed signs of optical instability during the timeframe of the event, which likely contributed to the observed discrepancies in the sensor readings. The user was advised to perform a sensor re-link, which is recommended when a significant shift in sensor signals occurs, as it clears the calibration buffer and allows the algorithm to converge more quickly to the sensor's new state. The user completed the re-link on (B)(6) 2025, and subsequent calibrations showed good agreement. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. B4. Date of this report 19 oct 2025 g3. Date received by the manufacturer? 19 oct 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: (B)(6) 2025 2:00 pm where sg was 65 mg/dl and bg was 309 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 1:59 pm where sg was 66 mg/dl and no bg was entered. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level.the user sought for medical treatment, since the bg was taken at the hcp office. The hcp prescribed manjaro to the user.